Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, there was contamination on the battery board. In addition, the charger exhibited a bga failure at the u104 and u1003 processors. The cause of the contamination is liquid ingress of an unknown contaminant. The cause of the bga failure cannot be positively identified. The root cause of the resets cannot be distinguished between the contamination and bga failure. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was producing battery faults.